Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim discolored display.this report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: the pump powers ¿on¿ and displays ¿verify¿ screen. The display is dim and reddish upon start up. Black box review shows multiple ¿loss of prime¿ warnings due low non-zero force on the reported event period, but force sensor calibration is correct. The pump passed ¿ez-prime¿ steps correctly, no ¿loss of prime¿ warnings occurred during the 24h duration test. Pump¿s case was removed, inspection shows no intermittent condition to the force sensor circuit.